Manufacturer narrative:
Reported event: an event regarding alleged fracture involving a patient specific, femoral midshaft, was reported. The event was confirmed by x-ray review. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for midshaft femoral replacement which was inserted on (B)(6) 2014. The surgeon reported "well fixed stems but metal has broken so want to bolt back together". The x-ray images provided show that the proximal and distal components of the midshaft were disengaged, but the stems were well fixed. Therefore, the radiographic review can confirm the clinical report and reason for revision. Product history review: review of the product history records indicate the device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other events for the pin referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form was received for a revision device. Reason for revision "failed intercalary epr - well fixed stems but metal has broken so want to bolt back together". Additional notes on the form "I don't want to revise the stems. I want you to design a clasp device that I can bolt onto the existing prosthesis. I need a clasp that can bolt through the existing holes and give stability at the interface rather than revise the whole stems".

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific prescription form was received for a revision device. Reason for revision "failed intercalary epr - well fixed stems but metal has broken so want to bolt back together". Additional notes on the form "I don't want to revise the stems. I want you to design a clasp device that I can bolt onto the existing prosthesis. I need a clasp that can bolt through the existing holes and give stability at the interface rather than revise the whole stems".